Event description:
It was reported while using the cool path duo catheter during an ablation procedure, the irrigation port detached from the proximal end of the handle. The procedure was continued with a different device. There was no adverse consequences to the pt.

Manufacturer narrative:
One cool path duo 7f catheter was received for evaluation. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no non-conforming material reports as well. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the manufacturing process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.